Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a depleted battery life of the pump and mentioned needing to change the battery more frequently. The battery now lasted only 2¿3 weeks, compared to over a month previously. The event involved product(s) mmt-1884, mmt-431ag, mmt-342 , mmt-431ag, mmt-7040ma. Troubleshooting was performed for the low battery alarm, and the customer reported a replace battery alarm. Troubleshooting was performed to replace the battery alarm, and the customer stated that no damage was to the battery cap and compartments. Troubleshooting was not performed for hyperglycemia and it was unknown how the customer was treated. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-431ag. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing and in the history files. Battery cycle 2.0 received the lowbatteryalert (104) on 06/30/2025 15:59:00 after more than 7 days at 32.25 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture damage on the electronic stack. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads - cracked and cracked belt clip rails. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected was not confirmed. No alarms were noted in pump history and during testing. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.